Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the device was received for evaluation. Visual inspection reveals that the threads on the exterior of the device are flatten and damaged. A hex driver was placed in the end of the anchor and stayed secured as intended. The driver was easily removed. This complaint cannot be confirmed. A probable root cause of this failure would be improper preparation of the bone hole. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in (B)(6) that during a knee arthroscopy, it was observed that the milagro screw slid through the screwdriver, preventing it from leaving the handle, so the implant could not be used. It was reported that the surgeon performed the surgical technique correctly and he did not perform much force on the device. During in-house engineering evaluation, it was determined through visual inspection that the threads on the exterior of the device were flatten and damaged. It was not reported if there was a delay in the surgical procedure nor if a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.